Event description:
It was reporting that at unpacking before an angioplasty stenting treatment procedure, a shaft breakage occurred. The physician was unable to use the promus element stent 2.75x16mm because the hypotube was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).